Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Additionally, the t:slim x2 pump user guide states to not fill the cartridge until prompted by instructions on the pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the insulin gauge was inaccurate. Customer prefilled cartridges and used cold insulin to fill cartridges. Customer's blood glucose (bg) level was 204 mg/dl. A supply change was performed resolving the occlusion and received an accurate fill estimate.